Event description:
Co rec'd a report of a revision surgery from the physician's office, however the explanted device was another MFR's. The reason for removal listed was "malfunction." Determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2,h1).